Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and retainer ring was damaged. Blood glucose level at the time of the incident was 52 mg/dl which was treated with food and after eating blood glucose went up to 110 mg/dl. The customer stated that the reservoir did lock into place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device has just a few scratches on the sides of the case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).